Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the remote control buttons cracked, the nozzle gluing missing, the light guide cable bump, the operation channel resistance, the angle wire grinding, the left pulley wire ruptured, and the angulation-left angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.